Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump touch screen was not displaying properly. The customer¿s blood glucose level displayed "high" and was resolved with manual injection of insulin. The customer reverted to an alternate method insulin therapy.